Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy. The customer experienced an elevated blood glucose (bg) level of 502 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.